Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicates that the customer alleges issues with their insulin pump over delivering insulin. The customer stated that they had high and low blood glucose levels of 90 mg/dl. The customer's blood glucose level during the time of the call was 21 mg/dl. The customer mentioned that they had symptoms of cold sweats but was treated with food. The customer stated that they were using the auto mode feature. The customer believes that they insulin pump over delivered insulin because of their cold sweats. The customer mentioned that the insulin pump was not malfunctioning and that the reservoir locks in to place. Insulin pump will be returned and the reservoir will not be returned for analysis.